Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device replacement, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead remains implanted. No adverse consequences were detected.